Manufacturer narrative:
Draeger is still investigating the reported incident. A follow up rpeort will be submitted as soon as the investiation has been completed.

Event description:
It was reported that during the night of (B)(6) to (B)(6) 2015, a pt died without any alarm is triggered by the monitor or by the infinity central station (ics). The pt died at 3:11am. It was further reported that the monitor was in output mode when an investigator arrived to investigate the equipment (sc7000 and ics) on (B)(6) 2015. The monitor was connected to an ECG simulator to perform alarms. All alarms triggered by the simulator were detected and reported by the monitor and the ics. It was found that there had been an alarm before his death, including one at 3:06am. Draeger ref number: (B)(4).